Event description:
A home patient (hp) contacted baxter's technical service centre regarding a system error (se) 2240 alarm displayed on the homechoice (hc) machine. The alarm occurred during the drain 2 stage of therapy, while the patient was connected. The patient stated that they had accidentally disconnected from the setup while sleeping. The technical service representative (tsr) explained the alarm and instructed the patient to close all clamps and cycle power to the unit to clear the alarm. The patient was then instructed to discard all disposable supplies and start over, or finish therapy manually. There was patient involvement, with no associated patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The home patient (hp) had inadvertently become disconnected from the set; the patient stated that they had accidentally disconnected from the setup while sleeping. This issue is being investigated through CAPA.